Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter after closure. After some time of pulling, the clip eventually was pulled off together with the tissue. The procedure was completed with another resolution clip. Note: it was reported that there was an attempt to remove the sheath completely off the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not detach from catheter. Block h10: investigation results: the returned resolution clip was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. The device was returned without the over-sheath. Microscopic examination was performed, and it was found that the bushing had hit marks. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip could not detach from catheter was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. Regarding the hit marks found on the bushing, this is likely due to the interaction between the yoke and the capsule, in order to deploy the clip. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as the customer forcibly pulled a deployed clip from the tissue during the procedure, which is not describe in the instructions for use. Additionally, it was reported that the over-sheath was attempted to be completely removed from the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip could not detach from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter after closure. After some time of pulling, the clip eventually was pulled off together with the tissue. The procedure was completed with another resolution clip. Note: it was reported that there was an attempt to remove the sheath completely off the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.